Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the male luer on the pump set broke off inside a braun caresite needleless connector during use on a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer broke off was confirmed. Visual inspection showed that the majority of the set, including the drip chamber down to the distal smartsite was missing and not returned by the customer. The male luer tip had broken off with one side slightly higher than the other and a whitish colored stress marking on the lower side. Neither the broken off tip nor the mating component were returned by the customer. Due to the damage, functional testing could not be performed. The root cause of the male luer tip breaking off was not identified.